Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of event description: it was reported that a surgeon did noticed on radiology review, a number of avenir-muller stems implanted exhibit proximal osteolysis, suggestive of preferential distal fixation. No further information. Pictures and x-rays: the received two x-rays for this patient exhibit suspicious/not clear radiolucent lines which could in future may become obvious and point to possible stem loosening. Possible causes for the reported event according to dfmea: loosening of the stem due to wrong behaviour of the patient; loosening of the stem due to insufficient primary stability due to design; loosening of the stem due to insufficient secondary stability due to surface structure coated stems; loosening of the stem due to incorrect distribution of load due to design; loosening of the stem due to splitting (delamination) of ha/ti plasma coating on shelf/ in vivo; loosening of the stem due to surgeon does not comply to surgical technique (early stability). Comparison to investigation results whether it is possible and justification: possible: as no information was provided, therefore this point cannot be excluded; not possible: as this product has been on the market for many years and no design issues have been detected; not possible: as this product has been on the market for many years and no design issues have been detected; not possible: as this product has been on the market for many years and no design issues have been detected; not possible: no design issues have been detected; possible: it is possible that the surgeon did not follow the surgical technique. Received complaint reports the existence of osteolysis for the patient, however this could not be confirmed. Instead, suspicious/not clear radiolucent lines were observed which in future could become obvious radiolucent lines and point to possible stem loosening. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported: "a surgeon has noticed on radiology review, a number of avenir-muller (am) stems implanted exhibit proximal osteolysis, suggestive of preferential distal fixation." The patient in the case at hand was implanted a avenir müller stem 2 standard on (B)(6) 2013 on the right side. Currently the patient is beeing monitored due to osteolysis.